Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Sales rep, (B)(6), was present in the theatre during the surgery. Sales rep, (B)(6), reported that the product broke into many pieces during insertion. The sales rep, further reported that the surgeon, mr. (B)(6), was tapping the final impactor gently when it occurred. Sales rep added that the cage was easily removed. No adverse consequences to the pt were reported and no delays to surgery. Sales rep further added that it was the first surgery.